Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was in storage mode. A boston scientific technical services consultant stated that is due to a low battery. The device was explanted without further incident.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.